Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvmb1d4 - ICD, 6935m62 - lead; implanted: (B)(6) 2014. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-12-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-12-31. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-03-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-03-31, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #: 1650 / catalog #: 1650 / expiration date: 2017-06-30, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-06-30. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experienced several instances of intermittent beeping while connected to battery power. It was suspected that the controller had a poor mechanical connection contributing to power switching. The controller was exchanged and the batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The four batteries were not returned for evaluation. Failure analysis of the returned controller revealed that the device passed functional testing. A visual inspection of controller under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Based on an investigated conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Additionally, abundant contamination was observed on power port (1) and power port two (2). The most likely root cause of the contamination can be attributed to the handling of the device. Functional testing revealed that the power ports were properly mating and locking when a power source was connected. As a result, the reported poor mechanical connection cannot be confirmed. Review of log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed momentary disconnections involving (B)(4), (B)(4) and (B)(4) and premature power switching due to momentary disconnections involving battery (B)(4). Momentary disconnection will result in an audible tone or "beep". As a result, the reported beeping and power switching were confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and battery. However, the most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and battery. The observed contamination observed within power port one (1) and power port (2) may have contributed to the momentary disconnections. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.